Event description:
It was reported that the surgeon was doing a bilateral smart toe case on pt - while operating on the toe on the left foot, the surgeon did not have proper positioning and the smart toe implant was not properly positioned and lead to premature opening of the implant which then expanded too quickly and could not be used. Surgeon opened another implant and implanted without problem and completed the case without any delays or issues.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.